Manufacturer narrative:
The reported failure of active exhalation verification: s(+) p(+): pilot: reading is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, h302338283faa review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information alleging a trilogy ev300, USA device was returned to a service center for service of a field change order. During the evaluation of the trilogy ev300, USA device at the service center, the device failed the active exhalation verification: s(+) p(+): pilot: reading test and both the proportional valve (aecm) and 3 way solenoid valve need replaced to address the test failure. After the evaluation and rework were completed, the device passed all testing.